Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer's blood glucose level was 163-213 mg/dl. A system check showed that the occlusion may be at the site level; however, after changing the supplies the customer received another occlusion. The cartridge and tubing were found to be functioning as expected and the cannula showed no damage. The customer was to change the type of infusion set used.